Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the arm on (B)(6) 2019. It was indicated that the sensor was inserted at an alternate insertion site, which is off label usage of the device. Patient data was present, however no calibrations to confirm the reported inaccuracy were present within the investigation window. Additionally, it was determined that sensor value is low and fs is more than 30% above. Confirmation of allegation could not be determined. The root cause could not be determined. No injury or medical intervention was reported. There were no reported glucose values available to search within the parkes error grid calculator, however, this record has still been deemed reportable.